Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a battery indication error due to a software error on a programmer. A check on the device¿s internal data memory yielded the correct battery voltage and the issue was resolved. The device remains in use. The programmer remains in use. No patient complications have been reported as a result of this event.